Event description:
On (B)(6) 2025, a customer from spain notified biomérieux of obtaining an error 20160 when using emag (ref. (B)(4), serial number: (B)(6) leading to delayed result. The customer reported obtaining error 20160 during an extraction run. It was not specified whether this was a punctual or recurring error. Due to this issue, the customer had to repeat the extraction for some samples (number of impacted patients not specified), resulting in a one-day delay in reporting patient results. And for some samples (number of impacted patients not specified), the sample volume was not sufficient to repeat the extraction, so the delay was one to two weeks until a new sample was collected. There is no indication or report from the laboratory that the delayed result led to any adverse event related to patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed following a notification from a customer from spain who obtained a communication error, no. 20160, when using emag ref. 418591, serial number: (B)(6) leading to delayed result. 1. Immediate actions performed. The field service engineer (fse) went on site and verified that the error no. 20160 was not related to any hardware problem but likely to be a consequence of a random and isolated communication error with the process lane board; in fact, performing the oq run the instrument was fully operative. No other recurrence of this issue was reported afterwards. 2. Investigation results. The instrument behavior related to the communication error no. 20160 can be ascribed to the following two reasons: (1) process lane board firmware bug in the communication protocol: regarding this point, a fix is currently being developed and will be released in the upcoming updates. (2) dirty cable / board connections: it has already been demonstrated that such issue could be caused by crystalized or dirty connections of electronic boards. This is usually related to the fact that the reagent's mist generated during the instrument operation can settle around the heater board connections hindering the communication frequency. A visual check of crystallization is performed during the preventive maintenance. Additionally, the upcoming update will also include an improvement which reduces the temperature reading frequency during the protocol when the heater board is not in use, therefore, reducing the statistical occurrence of the communication error. In conclusion, the root cause of the error no. 20160 is already identified, and as part of continuous improvement, a firmware improvement is ongoing to reduce the occurrence of the communication error.